Event description:
It was reported that the system shutdown. There was no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power motor relay board and the isd board were replaced during the service call. The system was tested and found to be working as intended and put back into service.